Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was a second physician reported with this event , their contact info is as follows: (B)(6). Plaintiff was implanted with aris. Complaint provides the following information but does not specify which products are related: implant dates: (B)(6) 2012 and (B)(6) 2013.